Event description:
It was reported there was cable wear. Followup indicates one or both cables had exposed wires. The wear and safety issues were observed when the company representative was called to check a patient. The rf (radio frequency) head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).